Event description:
Reporter alleged obtaining a discrepant blood glucose result of 69 mg/dl back to back with a result of 120 mg/dl on the active s system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 513 mg/dl, 210 mg/dl and 169 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.